Event description:
It was reported that jumpy pace impedance measurements were observed on this implantable pacemaker and non-boston scientific right ventricular (rv) lead. Technical services (ts) discussed likely due to spring contact issue, and the device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.